Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited intermittent undersensing during atrial arrhythmia. It was noted that occasional unnecessary atrial pacing occurred. The lead remains in use. No patient complications have been reported as a result of this event.